Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a 13.7mm, vicmo13.7, -10.0 diopter, implantable collamer lens tore/broke during injection/delivery into the eye (od). The lens was removed and replaced within the same surgery and the problem resolved. There was no patient injury. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).